Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Correction: a review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the depuy synthes mitek complaint "system" revealed no other complaints of any "kind" for this serial number device. We cannot determine a root cause for the reported problem. No corrective action is required and no further action is warranted at this time.. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and evaluated. Performed service and repair functions. Reviewed service history. Attached box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return : "pump erratic, pump was working intermittently" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the depuy synthes mitek complaint system revealed no other complaints of any kind for this serial number device. We cannot determine a root cause for the reported problem. No corrective action is required and no further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during knee scope surgical procedure, it was observed that the fms vue pump device was erratic. According to the reporter, the pump was working intermittently. There was a 10 minute delay in the surgical procedure. An identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.